Manufacturer narrative:
Findings: no button error alarm. Intermittent button response due to moisture damage keypad trace. Scratched lcd window, cracked display window corners, cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 133 mg/dl. The customer was not able to clear the alarm. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.